Manufacturer narrative:
(B)(4). Date sent: 12/15/2015. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the tip of the device fell off in to the patient. The tip was recovered. Procedure was completed with another device of the same product code. There were no patient consequences reported. Device not available to be returned.